Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant medical products multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07514, 0001825034-2017-07515, 0001825034-2017-07516, 0001825034-2017-07517, 0001825034-2017-07518, 3002806535-2018-00605, 3002806535-2018-00606, 3002806535-2018-00607, 3002806535-2018-00610, 3002806535-2018-00612, 3002806535-2018-00614, 3002806535-2018-00615, 3002806535-2018-00616. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient had been through hip revision surgery with minimal foci suspected of having persistent infection (confirmed microbiologically). The implant was subsequently explanted due to persistent infection.